Event description:
It was reported that the patient experienced a jolting sensation in his buttocks. It started approximately one month ago when he was sitting in a chair with his legs up. He was concerned that he put too much pressure on the leads and that they were pulled out of place. He was at home in fair condition. Further info is being requested from the hcp.